Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic heart valve into an existing replacement bioprosthetic aortic valve, this valve moved into a deep position during deployment. As traction was applied to the delivery catheter system (dcs) this valve dislodged above the aortic root. An attempt to retrieve the valve into the introducer sheath was unsuccessful, and the valve released from the dcs during the attempt. The valve was left implanted in the abdominal aorta. A second valve of the same model and type subsequently was implanted in a deep position with an observation of moderate paravalvular leak. There was no additional intervention. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a device history review is not required for the valve as the event description does not indicate a potential manufacturing issue with this device. While attempting to deploy the valve, positioning difficulties and a dislodgement of the valve was experienced. Potential factors that can influence these events include tension applied on the delivery catheter system during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Based on event description, it appears that the procedural technique could have been a contributing factor; however, a root cause could not be established from the limited information available.